Event description:
The doctor did not report the reason for the removal. However, upon reviewing part d - surgery information of the form, this case was classified as osseointegration failure within 1 year. The implant was removed on (B)(6) 2024, approximately 3 months after the implant placement on (B)(6) 2024. The patient's x-ray was provided. The bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption was observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.